Event description:
It was reported that tip detach occurred. A target lesion was located in the left anterior descending coronary artery. An opticross was selected for use. During withdrawal, the tip was noted to be missing. Detached component was unable to be retrieved. There were no patient complications reported.